Event description:
It was reported that the device had gone into backup reset mode. A device code was downloaded successfully and the device was restored to normal operation. The device was successfully reprogrammed. The patient was stable.